Event description:
It was reported that cadd solis vip pump alarms pump settings and patient data lost on power up.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 11-may-2022 via email and attached to complaint object: no patient involvement. Event problem and evaluation codes: updated.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-09467. The report was submitted in error.